Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm the head nurse reported that during use, blood leaked from the isolation plug. The number of affected items was one. The sample could not be returned, but photos could be provided. A green claim settlement was required, as was a complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. No defective sample and photo have been received for the complaint. 2. DHR/bhr review lot#4080076. 1-the products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-due to similar complaints received from other batch of products, the plant has launched CAPA to investigate the leakage at the septum. 3. The retained sample of this batch is taken for related testing: 800mm simulated clinical leakage test. The test is passed, and no leakage is found at the septum. Please see the attached test report. Conclusion(s): no abnormalities are found in the process and retained sample. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.